Event description:
A physician reported a pt who was originally double skin tested on 23 feb 1999 and 16 apr 1999; both with negative results. The pt was subsequently treated without adverse event. In 1999 the pt was treated in the upper and lower vermilion borders. On 14 nov 1999, the pt called the office and stated she had small white "bumps" at the treatment sites. The onset date of symptoms was 14 nov 99. On 15 nov 1999, pt was examined and the physician noted small palpable "lumps" at the treatment sites. The physician prescribed aclovate ointment and spectazole-topical. On 18 nov 1999, the pt was examined and the physician noted swelling and "itching" at the treatment sites. The physician discontinued the topical treatments and prescribed zyrtec-oral, tridesilon-topical, kenalog-intralesional and cool compresses. On 24 nov 1999, the pt was examined and the physician noted pink hard, "lumpiness" at the treatment sites. The physician believed the symptoms were a definite hypersensitivity.